Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was reported as an attempted implant due to unknown product performance issue. No further information is available. There is no evidence of adverse patient effects.